Event description:
The patient reported that for the past week she notice insulin had leaked from the cartridge into the insulin infusion device. She reported that her blood glucose values have been elevated (300 mg/dl). Her normal range is 110-120 mg/dl. She reported feeling "sluggish" with the elevated blood glucose values. The patient reported that the infusion device did not produce any alert due to the insulin ingress. The patient reported that she attempted to bolus to reduce her blood glucose values, but it would only bring the value down 20 mg/dl. No medical assistance was required. The patient reported that she places cold insulin cartridges into her infusion device and does not allow it to warm to room temperature. The patient stated that she does not have a back up method for insulin delivery and stated that she would continue to wear the device until a replacement device was received. A replacement device was sent and product requested to be returned for evaluation.